Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number: (B)(6), was not returned for further analysis following driveline power fault alarms. Submitted log files indicate driveline power fault alarms on (B)(6) 2026 at 23:19:15. Provided information indicates during the cleaning procedure corrosion was noted on the pump cable connector. After the cleaning no further alarms were reported. The root cause of the reported event was not correlated to an issue with the system controller. A device history record review is not required per investigation procedure. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available online. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment like the system controller for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline faults. Log files were sent for review. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken controller fault flag at approximately 23:19:17 on (B)(6) 2026. Motor function was not affected by this event. The modular cable and system controller were exchanged. The modular cable had obvious water damage. After quick inspection of driveline side connection, it was noted to also have water damage. New items were connected and the alarms did not clear. Driveline connection fault also presented itself. The patient was stable. The alarms were cleared. New log files were sent for review for the newly placed controller and modular cable. The 20 alarm silence actions were also performed prior to grabbing log files. The follow up log file for confirmed the driveline power faults following the equipment exchange. The log also contained unusual communication faults. These alarms appeared to self-resolve. It was suspected the patient side connector still had corrosion and required a cleaning. It was also noted the extended silence did not appear to be active. A driveline cleaning was completed, and a new modular cable was issued. Isopropyl alcohol was used to remove debris from the pump side connector. The driveline power fault was resolved. During the cleaning procedure, corrosion was noted on the pump cable connector.